Event description:
The information provided by the local distributor indicates: product code: 99-187288 (large guidewire d2.8mm sterile). Batch number: unknown. Quantity: 1. Hospital name: (B)(6). Date of initial surgery: on (B)(6) 2018. Body part to which device was applied: foot. Surgery description: correction. Patient information: 66 years, male, 200 lbs with diabetes, charcot foot. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: "during the case on (B)(6) 2018, a 99-187288 broke and the tip is retained in the patient. Surgery description: pantalar fusion with g-beams. The rep stated that this was a deformity correction surgery. The same model replacement device was used to complete the case. The surgeon continued with the procedure and left the broken k-wire tip in the patient ". The complaint report form also indicates: the device failure did not have any adverse effects on patient. The initial surgery was not completed with the device. The event led to a clinically relevant increase of the surgical time (delayed by approximately 10 minutes). An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copies of the operative reports are not available. Copies of the x-ray images are available. Patient current health condition: diabetes, charcot foot reconstructed. On december 19, 2018, orthofix srl received the following additional information: "the representative has confirmed that the product for fc 273276/2018275 was discarded". Manufacturer reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records: the device involved in this event has not yet been received by orthofix srl. Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: a technical evaluation of the device concerned was not possible as the device was discarded by the hospital. Medical evaluation: the information made available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. "In this case a surgeon was wishing to insert a g beam implant to stabilise a deformity correction of the medial column of a charcot foot in a male patient of 66 years. During the stabilisation procedures before implant insertion the tip of a 2.8 mm guide wire broke off. This did not impede the insertion of the implant and the operation proceeded as planned. Removal of the fragment would have been very invasive and difficult and I am sure that it was correct to leave it in situ". Final comments: a technical evaluation of the device concerned was not possible as the device was discarded by the hospital. The medical evaluation evidenced as follows: "in this case a surgeon was wishing to insert a g beam implant to stabilise a deformity correction of the medial column of a charcot foot in a male patient of 66 years. During the stabilisation procedures before implant insertion the tip of a 2.8 mm guide wire broke off. This did not impede the insertion of the implant and the operation proceeded as planned. Removal of the fragment would have been very invasive and difficult and I am sure that it was correct to leave it in situ". Considering the information provided, it is not possible to draw any conclusion in regards to the complained guidewire breakage. If further information and/or the device involved are received, orthofix srl will promptly re-open the investigation on the case. The analysis of the historical data evidenced that no other notifications have been received in regards to this specific device code. Orthofix srl continues monitoring the devices on the market.

Manufacturer narrative:
Analysis of historical records: the device involved in this event has not yet been received by orthofix (B)(4). Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: the device involved in this event has not yet been received by orthofix (B)(4). Orthofix (B)(4)is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation are available. As soon as the results of the investigation and/or further information are available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market. (B)(4).

Event description:
The information provided by the local distributor indicates: product code: 99-187288 (large guidewire d2.8mm sterile). Batch number: unknown. Quantity: 1. Hospital name: (B)(6) hospital. Surgeon name: dr (B)(6). Date of initial surgery: (B)(6) 2018. Body part to which device was applied: foot. Surgery description: correction. Patient information: (B)(6), male, (B)(6) with diabetes, charcot foot. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: "during the case on (B)(6) 2018, a 99-187288 broke and the tip is retained in the patient. Surgery description: pantalar fusion with g-beams. The rep stated that this was a deformity correction surgery. The same model replacement device was used to complete the case. The surgeon continued with the procedure and left the broken k-wire tip in the patient ". The complaint report form also indicates: the device failure did not have any adverse effects on patient. The initial surgery was not completed with the device. The event led to a clinically relevant increase of the surgical time (delayed by approximately 10 minutes). An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copies of the operative reports are not available. Copies of the x-ray images are available. Patient current health condition: diabetes, charcot foot reconstructed. (B)(4).